Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.

Event description:
It was reported that approximately 24 months post-implant of a bifurcated device and an infrarenal aortic extension a computed tomography (CT) scan revealed a slight endoleak. The physician was not certain if it was a type I or type ii because the CT scan images were poor (5mm slices). The patient was treated with a suprarenal extension, which successfully corrected the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient hence device evaluation could not be performed. Post-operative CT images were provided for review by a clinical representative. The review suggests the cause for the reported endoleak is possibly due to poor graft apposition to the vessel wall and/or progression of aneurysmal disease. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.